Manufacturer narrative:
The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was hot to the touch while plugged in and charging. Customer¿s blood glucose level was 382 mg/dl. The customer continued to use the pump for insulin therapy.